Event description:
63 year old pt, confused, restless, attempted to get out of bed at foot of bed. Pt. Found chest up caught between footboard and mattress and in between lower side rail. Pt asystole, no resp. Coded successfully. Could find no malfunction of bed.